Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, and if further pertinent information is provided from product analysis this report would be updated at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited high threshold measurements and was found to be dislodged. As a result, a revision procedure was performed, wherein the ra lead was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this patient was hospitalized and a revision procedure was performed, wherein this right atrial (ra) lead was explanted due to an unknown reason. No additional adverse patient effects were reported.